Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. No frozen screen noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to investigate keypad for any anomalies due to display anomaly preventing any further testing. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, severely corroded electronic assembly was noted, leading to the flashing medtronic logo. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of keypad anomaly were unknown due to display anomaly preventing further testing of keypad. Allegations of frozen screen were not confirmed when unit powered on with flashing medtronic logo and no frozen screen was noted. However, allegations of flashing medtronic logo and moisture damage were confirmed when unit powered on with flashing medtronic logo, caused by corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed pump was submerged in fluid for 20 minutes, resulting in a flashing logo, unresponsive keypad and frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device will be returned.